Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was approximately 400 mg/dl. A manual injection was administered to address bg. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. The customer primed the tubing to resolve the issue.